Event description:
Device was implanted 1996. In 2002, device was revised due to wear of poly liner.

Event description:
Device was implanted 1996. In 2002, device as revised due to wear of poly liner.